Manufacturer narrative:
Based on the information provided by the complainant, the patient tissue samples involved in this event were derived from the "imperial routine overnight (12 hr)" protocol comprising 80 cassettes, which started in retort b at 19:12pm on (B)(6) 2021 and failed at 22:26pm on 25 (B)(6) 2021 at the completion of step 4 of the protocol, which was the third of six (6) dehydration steps, and the "imperial routine overnight (12 hr)" protocol comprising 160 cassettes, which started in retort a at 16:25pm on (B)(6) 2021 and failed at 20:01pm on (B)(6) 2021 at completion of step 3 of the protocol, which was the second of six (6) dehydration steps. The "imperial routine overnight (12 hr)" protocol comprises one (1) fixation, six (6) dehydration, three (3) clearing and three (3) wax infiltration steps. These processing runs failed in association with the generation of multiple instances of event code "130" for each of bottles 5, 8 and 9, indicating a fill timeout error in each instance that the event code was generated. The cassettes containing the patient tissue samples being processed in the affected runs remained in the respective retort filled with the reagent from bottle 10 (absolute ims), which was the reagent used for the preceding successfully completed processing step in both the affected runs, and the local and remote alarms were activated. The patient tissue samples remained in retort b for 08:07 hours and in retort a for 10:45 hours. Potential causes for the generation of multiple instances of event code "130" during execution of the affected runs detailed above include blockage of the vent line of the reagent bottle, and blockage of the reagent line between the bottle and retort, both of which are indicative of an inadequate bottle cleaning regimen. Chapter 7 of the leica histocore peloris 3 premium tissue processing system user manual contains the following statement in relation to cleaning and maintenance of the instrument: "follow the maintenance and cleaning instructions in this chapter to keep your peloris 3 processor in good working order. This will help ensure quality processing at all times, and avoid unnecessary service calls." Section 7.3.2 entitled "weekly tasks" further details: "check all bottles weekly. Note those bottles that are becoming dirty. Clean the bottles when next replacing reagent." The cassettes containing the patient tissue samples being processed in the affected runs remained in the respective retort filled with the reagent from bottle 10 (absolute ims), which was the reagent used for the preceding successfully completed processing step in both the affected runs, and the local and remote alarms were activated. The patient tissue samples remained in retort b for 08:07 hours and in retort a for 10:45 hours. The local leica application consultant documented the following information in relation to further actions undertaken for the patient tissue samples involved this event: "the lab transferred from 82.9% alcohol directly to xylene after it sat in that alcohol for 10 hours due to the first run failing. The lab then dewaxed and cleared using the quick clean function (including the dry step) after they couldn't section the cores...these then got reprocessed on another 12 hour overnight cycle..." The following specific warning is detailed in both the "general warnings and cautions" and chapter 1 of the leica histocore peloris 3 premium tissue processing system user manual: "remove all tissue from the retort before running a cleaning protocol as the dry step will damage the tissue." Based on the information provided, it was determined that the root cause of patient tissue samples involved in this adverse event being "spoiled so that the ihc investigation was not diagnosable", making it necessary to re-biopsy three (3) patients, was a combination of the following three (3) factors: possible inadequate dehydration of the patient tissue samples involved in this adverse event resulting from the regimen used to complete processing of the patient tissue samples from the failed processing runs. Exposure of the patient tissue samples involved in this adverse event to the cleaning protocol, including the dry step. Subsequent re-processing of the patient tissue samples involved in this adverse event using a 12 hour protocol.

Event description:
The complainant contacted leica biosystems by email and reported that processing runs being executed using histocore peloris 3 rapid tissue processor serial number (B)(4) had failed on 25 and (B)(6) 2021, in association with "errors 1001 and 130". On (B)(6) 2021 a leica field service engineer (fse) visited the customer site to assess the operation and function of the instrument. The fse documented that there was an error filling from bottles 8 and 9 (absolute ims), the results of air system tests carried out to check whether the vacuum was correct were satisfactory and the reagents in bottles 8 and 9 were "extremely dirty which is causing a blockage. Other bottles were able to fill the retort correctly." The fse advised that the reagent in all bottles designated for alcohol should be replaced and a verification processing run(s) should be executed. On (B)(6) 2021 leica biosystems (B)(4) received the following event details from the local leica tac helpdesk engineer/field support engineer-pathology: "customer has reported that the instrument failed an overnight run on both the (B)(6) 2021 on retort b and also (B)(6) 2021 on retort a. On (B)(6) 2021 customer advised that retort b was running and it came up with error 130 fill time out errors on retort b using bottle 5, then bottle 9 and then bottle 10 before failing. The customer misread the steps of where it failed and skipped the alcohol step and went straight into xylene so they had to reprocess the tissue again. On (B)(6) 2021 on retort a the instrument failed with a 130 error then 10010, then 130 again on bottles 5 then bottle 9 then bottle 8 before abandoning the run at 19:14pm." On (B)(6) 2021 the local leica application consultant visited the customer site and documented the following: "having done the investigation I can report there were multiple errors on the lab side that contributed to the sample being spoiled so that the ihc investigation was not diagnosable. -the lab admitted they should not have used this machine for the initial overnight run as it had failed previously with the fill errors. It should have had an out of use sign on it. -the lab transferred from 82.9% alcohol directly to xylene after it sat in that alcohol for 10 hours due to the first run failing. The lab then dewaxed and cleared using the quick clean function (including the dry step) after they couldn't section the cores. They should never be reprocessing using the peloris and have been advised that any reprocess be taken back to formalin off board. These then got reprocessed on another 12 hour overnight cycle. (Lab routinely puts cores on this cycle and have been advised not to due to the length but usually they have no issues with the processing). The lab staff were receptive to all the feedback and are going to change some of the sop's to include safety of patient tissue info and also carry out more training with the staff." The tissue type(s) and size(s) of the patient tissue samples in the failed processing runs reported by the complainant, details of the specific processing run(s) from which the patient tissue samples were "spoiled so that the ihc investigation was not diagnosable" making it necessary to re-biopsy three (3) patients and full details of the regimen and instrumentation used to complete processing of the patient tissue samples from the failed processing runs were not provided. On 23 (B)(6) 2021 leica biosystems (B)(4) received the following information from the leica application consultant: "the 3 patients samples that were effected [sic] are having to undergo re-biopsy. I am awaiting confirmation from the lab manager as to when the patients are going back for surgery. On (B)(6) 2022 leica biosystems (B)(4) received the gender and age for each of the three (3) patients for whom re-biopsy was required. Refer to MFR# 8020030-2021-00108 for the details of the instrument involved, and 8020030-2022-00007 and 8020030-2022-00008 for details of the other two patients involved.

Manufacturer narrative:
Based on the information provided by the complainant, the patient tissue samples involved in this event were derived from the "imperial routine overnight (12 hr)" protocol comprising 80 cassettes, which started in retort b at 19:12pm on (B)(6) 2021 and failed at 22:26pm on 25 (B)(6) 2021 at the completion of step 4 of the protocol, which was the third of six (6) dehydration steps, and the "imperial routine overnight (12 hr)" protocol comprising 160 cassettes, which started in retort a at 16:25pm on (B)(6) 2021 and failed at 20:01pm on (B)(6) 2021 at completion of step 3 of the protocol, which was the second of six (6) dehydration steps. The "imperial routine overnight (12 hr)" protocol comprises one (1) fixation, six (6) dehydration, three (3) clearing and three (3) wax infiltration steps. These processing runs failed in association with the generation of multiple instances of event code "130" for each of bottles 5, 8 and 9, indicating a fill timeout error in each instance that the event code was generated. The cassettes containing the patient tissue samples being processed in the affected runs remained in the respective retort filled with the reagent from bottle 10 (absolute ims), which was the reagent used for the preceding successfully completed processing step in both the affected runs, and the local and remote alarms were activated. The patient tissue samples remained in retort b for 08:07 hours and in retort a for 10:45 hours. Potential causes for the generation of multiple instances of event code "130" during execution of the affected runs detailed above include blockage of the vent line of the reagent bottle, and blockage of the reagent line between the bottle and retort, both of which are indicative of an inadequate bottle cleaning regimen. Chapter 7 of the leica histocore peloris 3 premium tissue processing system user manual contains the following statement in relation to cleaning and maintenance of the instrument: "follow the maintenance and cleaning instructions in this chapter to keep your peloris 3 processor in good working order. This will help ensure quality processing at all times, and avoid unnecessary service calls." Section 7.3.2 entitled "weekly tasks" further details: "check all bottles weekly. Note those bottles that are becoming dirty. Clean the bottles when next replacing reagent." The cassettes containing the patient tissue samples being processed in the affected runs remained in the respective retort filled with the reagent from bottle 10 (absolute ims), which was the reagent used for the preceding successfully completed processing step in both the affected runs, and the local and remote alarms were activated. The patient tissue samples remained in retort b for 08:07 hours and in retort a for 10:45 hours. The local leica application consultant documented the following information in relation to further actions undertaken for the patient tissue samples involved this event: "the lab transferred from 82.9% alcohol directly to xylene after it sat in that alcohol for 10 hours due to the first run failing. The lab then dewaxed and cleared using the quick clean function (including the dry step) after they couldn't section the cores...these then got reprocessed on another 12 hour overnight cycle..." The following specific warning is detailed in both the "general warnings and cautions" and chapter 1 of the leica histocore peloris 3 premium tissue processing system user manual: "remove all tissue from the retort before running a cleaning protocol as the dry step will damage the tissue." Based on the information provided, it was determined that the root cause of patient tissue samples involved in this adverse event being "spoiled so that the ihc investigation was not diagnosable", making it necessary to re-biopsy three (3) patients, was a combination of the following three (3) factors: possible inadequate dehydration of the patient tissue samples involved in this adverse event resulting from the regimen used to complete processing of the patient tissue samples from the failed processing runs. Exposure of the patient tissue samples involved in this adverse event to the cleaning protocol, including the dry step. Subsequent re-processing of the patient tissue samples involved in this adverse event using a 12 hour protocol.

Event description:
The complainant contacted leica biosystems by email and reported that processing runs being executed using histocore peloris 3 rapid tissue processor serial number (B)(4) had failed on 25 and (B)(6) 2021, in association with "errors 1001 and 130". On (B)(6) 2021 a leica field service engineer (fse) visited the customer site to assess the operation and function of the instrument. The fse documented that there was an error filling from bottles 8 and 9 (absolute ims), the results of air system tests carried out to check whether the vacuum was correct were satisfactory and the reagents in bottles 8 and 9 were "extremely dirty which is causing a blockage. Other bottles were able to fill the retort correctly." The fse advised that the reagent in all bottles designated for alcohol should be replaced and a verification processing run(s) should be executed. On (B)(6) 2021 leica biosystems melbourne received the following event details from the local leica tac helpdesk engineer/field support engineer-pathology: "customer has reported that the instrument failed an overnight run on both the (B)(6) 2021 on retort b and also (B)(6) 2021 on retort a. On (B)(6) 2021 customer advised that retort b was running and it came up with error 130 fill time out errors on retort b using bottle 5, then bottle 9 and then bottle 10 before failing. The customer misread the steps of where it failed and skipped the alcohol step and went straight into xylene so they had to reprocess the tissue again. On (B)(6) 2021 on retort a the instrument failed with a 130 error then 10010, then 130 again on bottles 5 then bottle 9 then bottle 8 before abandoning the run at 19:14pm." On (B)(6) 2021 the local leica application consultant visited the customer site and documented the following: "having done the investigation I can report there were multiple errors on the lab side that contributed to the sample being spoiled so that the ihc investigation was not diagnosable. -the lab admitted they should not have used this machine for the initial overnight run as it had failed previously with the fill errors. It should have had an out of use sign on it. -the lab transferred from 82.9% alcohol directly to xylene after it sat in that alcohol for 10 hours due to the first run failing. The lab then dewaxed and cleared using the quick clean function (including the dry step) after they couldn't section the cores. They should never be reprocessing using the peloris and have been advised that any reprocess be taken back to formalin off board. These then got reprocessed on another 12 hour overnight cycle. (Lab routinely puts cores on this cycle and have been advised not to due to the length but usually they have no issues with the processing). The lab staff were receptive to all the feedback and are going to change some of the sop's to include safety of patient tissue info and also carry out more training with the staff." The tissue type(s) and size(s) of the patient tissue samples in the failed processing runs reported by the complainant, details of the specific processing run(s) from which the patient tissue samples were "spoiled so that the ihc investigation was not diagnosable" making it necessary to re-biopsy three (3) patients and full details of the regimen and instrumentation used to complete processing of the patient tissue samples from the failed processing runs were not provided. On 23 (B)(6) 2021 leica biosystems melbourne received the following information from the leica application consultant: "the 3 patients samples that were effected [sic] are having to undergo re-biopsy. I am awaiting confirmation from the lab manager as to when the patients are going back for surgery. On (B)(6) 2022 leica biosystems melbourne received the gender and age for each of the three (3) patients for whom re-biopsy was required. Refer to MFR# 8020030-2021-00108 for the details of the instrument involved, and 8020030-2022-00007 and 8020030-2022-00008 for details of the other two patients involved.